Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: who was the surgeon? Mr (B)(6). Was the post-operative outcome altered due to the complication? No. Was the procedure converted from laparoscopic to open? The laparoscopic incision was extended to allow the location of the suture. Was the patient brought back to or to have needle removed or was the needle removed. During the initial procedure? It was removed at the very end of the procedure. The following information was requested, but unavailable: according to the DHR lot mj5119 corresponding to the product code vcp110g- vicryl plus suture. The impacted product for this complaint is (B)(4) vicryl suture. Please clarify which product including product code and lot is involved in this issue. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on an unknown date and a suture was used. During surgery, the suture needle snapped mid-shaft inside the patient. An x-ray performed found it was within the abdominal wall. The incision was reopened and made larger to retrieve it. This resulted in increasing the procedure time approximately 45 minutes more. There were no adverse patient consequences reported. The needle has been discarded.